Manufacturer narrative:
This report is submitted on november 10, 2020.

Event description:
Per the clinic, the patient experienced a head trauma resulting in the device no longer functioning. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery. The device will be subjected to a detailed investigation upon arrival.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 21, 2024.